Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the therapy knob failed during operational testing. When the therapy knob was turned to 150j, the device did not recognize that it had been done and continued to ask the customer to turn the therapy knob to 150j. There was no reported patient or user involvement and no adverse patient/user impact.